Event description:
On 1/3/25 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 1/3/25. The user reported experiencing two hypoglycemic episodes on (B)(6)2025 that led to loss of consciousness. The user also stated they have had two seizures in the past due to low blood glucose levels (not ilet related). As a result, their healthcare provider (hcp) prescribed gvoke and baqsimi for severe hypoglycemic events when they are unconscious or having a seizure and unable to ingest carbohydrates. The beta bionics customer care agent reviewed user's ilet data reports and discussed potential contributing factors, including maladaptive meal announcements and exercise. Given the user's history of seizures and recurrent hypoglycemia, additional training was recommended and accepted. During the most recent low bg earlier that morning, user's blood glucose dropped to approximately 60 mg/dl and remained below 70 mg/dl for 25 minutes. The device provided low and urgent low alerts. The user consumed glucose tablets, followed by rice and natural sugars, to correct the low. No professional medical intervention was received. However, user required assistance from their husband, who had to pull their car over and administer glucose tablets, as they were unable to do so independently. Symptoms experienced included shakiness and severe loss of consciousness.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.